Event description:
Reporter alleged that aviva strips were labeled with an expiration date of "05/31/2010". The manufacturer's records show the actual expiration date to be 03/31/2010. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)